Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120562.

Event description:
Voluntary medwatch form received stated that the patient experienced syncope and palpitations. The right ventricular lead exhibited low impedance.